Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 13 colony forming units (cfus) of pathological on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This reports ins being supplemented to provide additional information based on the review of the customers partial cleaning disinfection and sterilization (cds) processes, results of third party testing, the device evaluation and the complaint investigation including additional information (h4/ d9). Olympus reviewed the customers provided partial cds processes and without full cds information from the customer, it is unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Olympus provided the following result of the culture test, performed at a third party lab: 1 cfu of a nonindicator organism (mircococcus). Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 13 colony forming units (cfus) of pactenological on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.